Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider indicated that they had no knowledge of the patient¿s issues, nor are they reflected in their clinical records. However, they noted that the patient¿s weight at their last office visit was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had back surgery yesterday ((B)(6) 2017) because the patient broke their back. It was confirmed that the broken back and surgery were not device related. It was reported that they turned the patient¿s implantable neurostimulator (ins) on post-operative and now that the patient was more awake on (B)(6) 2017 the patient had noticed that the device had been ¿working haywire.¿ it was reported that the caller thought that it needed to be reprogrammed by a manufacturer representative. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that there was never anything wrong with their device. They stated that they were in the hospital and had just come out of a 6 -hour surgery the day prior to alleging their device was ¿working haywire.¿ the patient explained that their pain medications had clouded their ability to use their device. They mentioned that a manufacturing representative came to the hospital and showed the patient¿s husband how to use their device until the patient was fully recovered. The patient appreciated the help, and their issue had been resolved. No further complications were reported.